Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Patient was advised to reset their receiver, charge the receiver, and power off the receiver until they have readings from the g5 application. Once they have readings from the g5 application, power on the receiver and place it next to the transmitter and confirm it has readings. Patient confirmed that the g5 application is connected. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.